Event description:
The pt was being treated for a wide neck aneurysm at the tip of the basilar artery. The first coil [device in question] was being withdrawn from the pt as the physician had selected the incorrect size, when heavy resistance was encountered. The physician carefully retracted the coil through the catheter but observed on angiography that the coil has separated into two parts with no stretching observed. Part of the coil was removed with the catheter and the remainder was removed with a goose neck snare. The procedure was successfully completed using other coils and the pt is reported to be in good condition.